Manufacturer narrative:
Facility staff advised operator not to perform rinseback and to discard the cartridge which resulted in the patient blood loss. The system alarmed appropriately. Nxstage medical considers this report closed. No add'l info will be provided.

Event description:
The operator reported a leak sensor alarm occurred and observed a clear fluid leak from behind the cycler during a routine hemodialysis treatment. Treatment was discontinued without performing rinseback per facility instructions, resulting in an estimated blood loss of 190cc. The patient's standard epogen dose was increased due to a decrease in hemoglobin since it was last checked on (B)(6) 2010 from 11.5 g/dl to 10.9 g/dl on (B)(6) 2010. No other medical intervention was required.